Event description:
The complainant suspected an (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient was suspected as enduring hemolysis. Haptoglobin was delivered as treatment.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information for the initial MFR was provided in sections b2, b5, d6, g1, g2, h1, and h6. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR was provided in sections b5, d6, g1, g2, h1, and h6.

Event description:
Additional information was reported by the physician indicating there was access site bleeding noted by a hematoma near the impella insertion site, resulting in blood transfusion and pressure being held for hemostasis. Thrombocytopenia was also found from insertion to withdrawal. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.